Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 300 while using the ilet and an inset 23" 6 mm infusion set; the event was associated with use beyond the recommended three-day supply change and refusal to replace the cartridge despite residual insulin, consistent with an improper or incorrect procedure, and the involved component was the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, while a usage problem was identified, specifically failure to follow instructions related to timely supply and cartridge changes, involving user interaction with the device interface. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.